Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to: branch vessel occlusion. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of a thoracic dissection and was implanted with gore® tag® conformable thoracic endoprosthesis with active control system. It was reported that the most proximal device was placed a bit too proximal and unintentionally covered the supra aortic branch vessels. The patient tolerated the procedure.

Manufacturer narrative:
G5: additional/corrected information.